Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal suture at the end of the cartridge was noted to be missing. The reload had a full complement of staples. Functional testing found that the reload was loaded into a representative signia handle, clamshell, and adapter. The reload was loaded into a representative signia handle, clamshell and adapter. The reload communication with the handle was verified and revealed that the returned reload had not been fired. The reload was able to be loaded into a representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The trs material was properly placed and sutures were properly cut and released. The reload interlock was tested and found to function properly. It was reported that the sulu was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of premature distal cartridge suture release. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n4h2051y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n5h1528y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, the three consecutive issues with a powered stapler and standard adapter occurred. In two attempts, the staples were detached from the two reloads, and in a third event, the staples could not be inserted into the adapter prior to firing. In each case, the affected reload was replaced with a new tri- staple reload, which was successfully inserted and used without further issue. No patient complications have been reported as a result of this event.